Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
On (B)(6) 2015, a 6f angio-seal vip was selected for use following a left heart diagnostic catheter procedure using a 6f sheath in the right common femoral artery. An angiogram was performed and the angio-seal was deployed with success. The patient was discharged; however the patient presented on (B)(6) 2015 with an occluded right common femoral artery. The vessel was opened using rotational atherectomy and stent deployment, and the patient has been discharged.